Event description:
Infusaport inserted on 10/18/91 for treatment of hodgkins disease. Subsequent to that time (date unknown), attending physician unable to insert chemotherapy. Problem identified as malfunctioning infusaport. Catheter removed at another facility, infusaport with remaining catheter removed here. New infusaport was inserteddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: material degradation/deterioration. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.